Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2017 service found the unit had an illegible screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed an illegible screen. Unit was powered up on battery and passed post. Display contrast was very faint, making the display difficult to read. Display shielding was removed and no physical anomalies were found. No contamination or corrosion were observed on the main pcba. Main pcba was removed and replaced. Unit is in proper working order. Recertification performed with no errors. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.